Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a lead was being tested when there was a flame that started in the pocket when the device was being used. It was also noted that there was an arc created. There was no patient injury.